Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the provided image notes that it shows the operating room team interface (orti) displaying the alarm message "arm 4: warning: arm error. Remove the instrument, disconnect and reconnect the arm. If the error occurs again, stop using the arm and contact medtronic technical support". And "arm 4: warning: arm communication error". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, at the time of prostate liberation, the arm cart assembly (aca) displayed an error and subsequently failed to take control of the scissors. During this time, the surgeon continued operating at the surgeon console (sc) with three arms while the affected arm was being recalibrated. The surgeon was concerned because the instrument was disabled very close to sensitive anatomical structures and had been pressed against tissue, however, no damage occurred to the patient during this process. After removing the instrument, the team uncoupled the arm, disconnected and reconnected it, and recalibrated it to resolve the issue. There was a delay of about 4 minutes to the surgery due to repositioning and reattaching the arm. There was no patient injury.